Event description:
Info received indicates pump experienced error code 36.

Manufacturer narrative:
Investigation found only ec 45, not ec 36 in pump history. New pump's software was installed. MDR is a result of a retrospective review for reportability. Ref recall number z-1868-2011.